Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure (batch no. A90482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, post-traumatic stress disorder, dizziness on (B)(6) 2017, gastroesophageal reflux disease and menses irregular with excessive bleeding on (B)(6) 2018. Concurrent conditions included fibromyalgia, herniated disc, spinal column stenosis and seizures. Concomitant products included cefixime (flexeril) since 2010, duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentin) since 2010 to (B)(6) 2013 and topiramate (topamax) since (B)(6) 2016. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with omeprazole (prilosec) and surgery (physician has recommended surgical removal of the device). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain lower, vaginal haemorrhage, migraine, headache, nausea, fatigue, vaginal discharge, weight increased, anaemia and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Patient's historical drug also included birth control pills (unspecified). Patient's approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet and medical record received- patient information updated. New reporter added. Medical history updated. Concomitant drugs and treatment drugs were added. New event added : "she did not undergo essure confirmation test". Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.